Event description:
It was reported that the patient with this electrode had received multiple inappropriate shocks due to oversensing of noise and changes in amplitude morphology measurements. The electrode also had multiple untreated episodes as well. The patient was hospitalized, and an x-ray showed the system had migrated from its original implant position. A revision procedure is being considered as the patient's therapy needs have changed and they may require a transvenous system. The electrode remains in service and no additional adverse patient effects were reported.